Event description:
It was reported that the right ventricular (rv) lead triggered an out of range alert for intermittent high impedance on the high voltage portion of the lead. It was noted that the increase was sudden and there were multiple measurements that were out of range. A fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary; the lead was returned in segments, analyzed and the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 1388t, st. Jude ICD, implanted: (B)(6) 2003. (B)(4).